Event description:
Information rec'd indicates that the surgeon explanted the pulmonary valved conduit, due to severe dilatation. The valve was replaced with no further pt complications reported.

Manufacturer narrative:
H6: evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution, other = device rec'd in condition that renders evaluation inconclusive. Conclusion: due to the condition of the returned product, the exact cause of event cannot be determined. H3 analysis: six pieces of valved conduit were rec'd for analysis. Thrombotic appearing host material remains attached to the two excised leaflets. Radiographs show no evidence of mineralization in the valved conduit. Due to the condition in which the tissue was rec'd, we are unable to determine the exact cause of the reported conduit dilation. Conclusion: the exact cause of the event cannot be determined. There has been no report of further complications to the pt.